Event description:
Removal of endosseous dental implants. According to the clinician 6 implants were palced in class ii bone close to the maxillary sinus during a highly complex procedure. The clinician reports that athe implants in site numbers 5, 6, and 12 did not integrate and were removed. According to the clinician the remaining 3 implants are stable.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its endosseous dental implants is below the expected failure rate for this procedure as published in the scientific literature.